Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence due to an urethral cuff atrophy. An artificial urinary sphincter (aus) replacement surgery was performed to address the problem and the patient is now fully recovered. No device malfunction was reported.